Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to verify the complaint. The recharge antenna failed due to the rms voltage at the h field probe, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported the recharging unit keeps disconnecting if they do not hold it in the right position. Pt stated the issue has been going on for 3-4 weeks. Pt stated last night they got a software alert with 4 different codes telling them to call manufacturer. Pt said they did not know the codes because it was 10 o'clock at night. Pt said where they plug the recharging antenna (rtm) into the controller (ptm) is loose. Pt did not detect any damage to ptm connector port or recharger telemetry module (rtm) /ac power supply plugs. Pt said they do not use the recharging belt but they do lay down while recharging; pss suggested using it to prevent antenna from changing positions. Pt said they were not experiencing any problems recharging ptm with ac power supply even though power supply plug also seemed a little loose. Without being able to detect if there was an issue with the equipment, pss advised pt to collect any information if they see another error message. Patient services (pss) also told pt to contact pss if still unable to keep antenna connected when recharging ins with belt or if issue becomes chronic. Additional information was received from the patient (pt). Pt called back and stated they are still having problems with charging their ins and they are receiving the same error message repeatedly. Pt stated they were charging last night for 2.5 hours and said it's taking so long because they must reset the controller (ptm) and wait a few seconds every time the error message comes up which happens a dozen times per charge session. Pt stated the error they're seeing is "system problem rm03" and said it typically comes up if they move or adjust slightly. Pt stated they typically charge lying in bed. Pt added that the recharger (rtm) itself might feel loose in connection to the ptm. Patient services (ps) had them connect the rtm to the ptm and place the paddle over the relay box. Pt entered passive recharge mode and saw 91-91-91. Pt started manipulating the cord and the low number dropped to 80 and then "system problem rm03" came up. Pt denied noticing heating of the cord/paddle but noted occasionally, if they're lying under blankets, they've felt the paddle get a little warm. Pt confirmed no visible damage to equipment. A replacement rtm was requested.